Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Expiration date: ni.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead 70cm.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Lead sc-2218-70 sn (B)(4): the complaint was confirmed. Device evaluation revealed that the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. The proximal end was not returned. There were no exposed cables. Sc-2218-70 sn (B)(4): the complaint was confirmed. Device evaluation revealed that lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. The proximal end was not returned. There were no exposed cables.